Event description:
It was reported during an asset return inspection for planned maintenance (pm), the device thermionic voltage threshold test failed found to be out of range due to faulty pkrf board (printed circuit board). There is no patient involvement on this reported event. No harm reported. No user injury reported due to the event. This report is being submitted due to the finding of faulty pkrf board identified during device return inspection.

Manufacturer narrative:
The subject device was evaluated and as noted, thermionic voltage threshold test failed due to faulty pkrf board (printed circuit board) and needs to be replaced. No other functional problem found. Device noted to be running software version v3.03 with no issue. Additionally, device housing inspection was performed, found dents on top cover. Minor scratches on housing covers and front frame were observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the pkrf board was faulty. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.